Event description:
It was reported by the patient that they were feeling pain and ¿stroke like symptoms¿ at the same time in the middle of the night. The patient noted that they started having panic attacks knowing that these symptoms would present overnight. Follow up was conducted and it was noted that the patient¿s symptoms were determined to be due to the scheduled nightly run of the cardiac resynchronization therapy defibrillator (crt-d) feature that monitors the pacing amplitude threshold and adjusts the left bundle branch lead output. The feature was turned off and the crt-d remains in use. Additionally, it was noted that the patient experienced diaphragmatic stimulation from the left bundle branch lead. The lead has been reprogrammed twice on separate occasions and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.